Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity; the patient also reported tones coming from the device. This device was explanted and will be returned for analysis. Information was later received indicating there were no adverse patient effects as a related to the reported code or replacement of the device.